Event description:
A malfunction alarm, identified as malf 12, was reported by the customer. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was instructed to use multiple daily injections (mdi) as backup therapy and to put the pump into storage mode before returning it to tandem using a pre-paid label within 10 days.